Event description:
The physician was using cook's coaxial micro-puncture introducer set to access a femoral artery. The physician accessed with the needle, and when he put the wireguide into the needle it became stuck and he had to pull the needle and wire out together. When he did that, the wire unravelled and piece was left in the pt. The physician believes the wire is outside of the artery and in the tissue tract. At this time it is unk if add'l intervention was taken to remove the wire that was left in the pt.

Manufacturer narrative:
Event eval: still under investigation.